Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted due to high vaulting and acute angle closure. The lens was exchanged for a shorter lens.